Event description:
During the procedure, a cook disposable hemostasis clip was used. The device was advanced through the endoscope to the clipping site. The clip was attached to the tissue site. The clip did not deploy [release from the deployment device] but they were able to open the clip for removal from the clipping site. The physician removed the device and completed the procedure with a similar device. Our lab eval confirmed the drive wire disconnected from the handle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case position. A catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The drive wire was visually examined and determined that the device was manufactured per the appropriate manufacturing specs. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The supplier provided the following info: the device was returned with the drive wire separated. The handle and drive wire assemblies were inspected and verified to be within the appropriate mfg specs. For the purpose of manipulating the drive wire as per complaint info, the supplier reassembled the drive wire to conduct the functional test after device had been cleaned and initially evaluated. The device opened and closed without issue as well as the clip deployed with normal force. A visual test under magnification showed no anomalies to the device. Due to the device passing the functional testing it was undetermined what was the root cause of the complaint. The device history for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. In addition, due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.